Event description:
It was reported that the patient had log files sent in for multiple power disconnects and low voltage events. The system controller was recently changed for power cable fatigue. It was also reported the patient's cat had been chewing on cables, it was undetermined if it is was the power cable, driveline or both. Technical services found the low voltage hazard while using the mobile power unit (mpu) and was caused from both power leads being disconnected enabling the backup battery in the system controller until power was restored to the mpu. Additionally, technical services found that the mpu lost total power enabled the backup battery in the controller until power was restored to the mpu. There was nothing else unusual in the log file towards the peripheral equipment or the driveline, but recommended that the patient not allow their cat to chew the cables. On (B)(6) 2021 it was reported that the controller was exchanged. Additionally, it was reported that the system controller was exchanged again on (B)(6) 021 after red heart alarms occurred and there were apparent cat bites on the system controller¿s power cords. The alarms resolved with this controller exchange. Related manufacturer report numbers: MFR # 2916596-2021-04915, MFR # 2916596-2021-06503.

Manufacturer narrative:
Section b5: the recent controller exchange for power cable fatigue is addressed under MFR # 2916596-2021-04941. The 31aug2021 controller exchange is addressed under MFR # 2916596-2021-05518. Manufacturer's investigation conclusion: the reported event of damaged power cable on the heartmate ii system controller was not confirmed; however, the reported event of atypical power cable disconnect alarms and a no external power alarm was confirmed via the submitted log file. The heartmate ii system controller was not returned for analysis; however, a log file was submitted. The damaged power cable could not be confirmed due to the system controller not being returned for analysis. There were no photos submitted, or any other supporting documents that would indicate an issue with the power cables. The submitted log file contained data spanning approximately 24 days ((B)(6) 2021 per the timestamp). The log file captured atypical power cable disconnect alarms active on (B)(6) 2021 at 06:12:21 and on (B)(6) 2021 at 11:08:55 due to the rsoc voltage in the white power cable dropping to approximately 0 volts. The alarms resolved themselves when the rsoc voltage was restored to their expected voltage values. The log file also captured a no external power alarm active on (B)(6) 2021 at 04:53:41 while connected to the mobile power unit due to a dual power cable disconnect where the rsoc voltage in both power cables dropping to 0 volts. This was the result of both power leads being disconnected from external power simultaneously. The alarms resolved when external power was restored to the power leads. Provided information stated that the serial number of the old controller is (B)(6) and that the controller was exchanged. Multiple attempts were made to obtain additional information about the reported event such as more information regarding the damage to the power cables, which cables were impacted, if any cables were exchanged, if the system controller was exchanged, if any exchanged products will be returned to abbott, and information about a system controller being previously exchanged for power cable fatigue/event date and serial number for that event. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial #: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. The system controller, serial #: (B)(6) , was shipped to the customer on 03jun2021. Heartmate ii instructions for use section entitled ¿system operations¿ and heartmate ii patient handbook section entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions low voltage alarm conditions, no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use under section, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had log files sent in for multiple power disconnects and low voltage events. It was also reported the patient's cat had been chewing on cables, but it was undetermined if it is was the power cables, driveline, or both. Technical services analyzed the log files and found a low voltage hazard while using the mobile power unit (mpu) at 04:53 that was caused by both system controller power leads being disconnected. This enabled the backup battery in the system controller until power was restored to the mpu. The event was very brief and there was no interruption to the pump support. There was nothing else unusual in the log file towards the peripheral equipment or the driveline, but it was recommended that the patient not allow their cat to chew the cables. Additionally, it was reported that the system controller was exchanged. Related manufacturer reference number: 2916596-2021-04915.